Event description:
It was reported that the ilet user experienced multiple infusion sets with poor adhesive and some sets breaking when removing the adhesive backing, which led to sites coming off the applicator and increased infusion set usage. Troubleshooting indicated the infusion set was deployed incorrectly or the connector not attached correctly, and education was provided to slowly remove the paper backing before cocking the applicator, with replacement infusion sets and connectors shipped. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting with user education on proper application technique. Investigation of this case revealed user technique contributed to the infusion set deploying incorrectly or detaching from the applicator. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.